Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing prior to death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unspecified date in 1938. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.